Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 5.4 mmol, 19.4 mmol, 17.9mmol 9.4 mmol, 3.2 mmol, 10.5 mmol, 11.2 mmol. Tests were done within 20 minutes with a difference of 54%. Patient did not experience any adverse events. No further information has been reported.